Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, the atrial lead was noted for failure to sense. The lead was explanted and replaced. There was no consequences to the patient.